Event description:
This patient had a hernia repair for three ventral and one umbilical hernia (all three ventral hernias and the umbilical hernia were connected into one large hernia). An approximately 5 x 7 piece of proceed mesh was used for this repair. The mesh was placed as an underlay and secured with transfascial 0 prolene sutures circumferentially. A total of eight sutures were used to secure the proceed mesh. Care was taken to identify the bowel throughout the entire procedure. The physician noted that the patient tolerated the procedure well without complication and was taken to the recovery room in satisfactory condition. The procedure was done as a same-day-surgery procedure. When at home later that day, the patient developed nausea and vomiting. On the third post-op day, the patient was seen in the emergency department with a chief complaint of abdominal pain, nausea and vomiting, and abdominal distention. The patient had not passed any gas or had a bowel movement after the surgery. A CT scan demonstrated a loop of small bowel incarcerated in the incisional ventral hernia repair. The patient was brought back to surgery. The physician noted that the etiology of the incarceration was due to the fact three of the eight transfascial sutures had broken on the left lateral side of the repair. The sutures were intact, but pulled through the mesh. To remedy the situation, the entire mesh was removed and replaced with a new piece of mesh. The patient tolerated the procedure without complication and was discharged to home five days post-op.